Event description:
It was reported that after a factory reset of the ilet and subsequent full supply change due to elevated glucose, the user experienced hyperglycemia with a peak glucose of 400 mg/dl and 299 mg/dl at the time of contact; the user queried whether to announce a meal, and the agent provided education that glucose fluctuations can occur after a factory reset and confirmed the infusion set was recently changed without observed abnormalities. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no device malfunction reported, no supply abnormalities noted at the infusion site, and an unclear cause for the hyperglycemia following the factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.